Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed rash on back and sides under the device. The rash was reported as little red itchy bumps, with bloody spotting. The patient's doctor instructed the patient to wear the device part time to help heal rash. Patient reported the rash is getting better.